Manufacturer narrative:
Stryker orthopaedics is a distributor of this device, which is manufactured by osartis. The manufacturer has responsibility for regulatory decisions and MDR/mir reporting. Supplier has been notified. Serious injury reports for hv products are also filed by stryker personnel. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacture.

Event description:
Revised a right medial uni due to pain. The patient had taken a fall recently. He revised to a primary triathlon.

Manufacturer narrative:
An event regarding revision due to pain involving a simplex cement mix was reported. The event relates to product supplied by an OEM. Conclusions: the reported device is an OEM product. OEM supplier investigation results ref # (B)(4). Immediate action check of batch documentation of possible batches, no deviations. Root cause possible reasons for a revision are product, patient or user related. As the patient has fallen prior to the operation, a patient specific cause is very likely. Final risk assessment to exclude a product specific cause, the batch documentation was checked. No deviation. As the patient has fallen prior to the operation, a patient specific cause is very likely. Corrective action/preventive action: no action is required by stryker at this time as the investigation for this event is performed by the OEM.

Event description:
Revised a right medial uni due to pain. The patient had taken a fall recently. He revised to a primary triathlon.